Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and during the investigation, it was found that the root cause of this catheter complaint was acoustic stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. During visual inspection, it was found that the stack face had delaminated. The transducer test failed due to 8t (element weak), corresponding to the bent area on the stack face. The likely cause of the reported complaint was acoustic array de-lamination. The catheter had passed transducer test before releasing from the manufacturing site.

Event description:
It was reported that the patient was under anesthesia with the catheter already inserted place when it was noted that the catheter displayed a poor image. The patient was in the middle of undergoing a pulmonary vein isolation (pvi) procedure. The doctor removed the catheter and used a replacement catheter to complete the pvi. There was a delay of 20 minutes while the new catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.